Event description:
The facility reported an infusion pump with defective battery. The event reportedly occurred during biomed testing. The hospital representative stated they have no record of any patient injury or medical intervention. No additional contact information was available. The pump was evaluated in 2007, and depleted batteries were found.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary:inspection of the device revealed depleted/potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.